Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 663256) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental operation, cesarean section and low back pain. Concurrent conditions included perineal pain. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced abdominal distension ("bloating"). In (B)(6) 2010, the patient experienced mechanical urticaria ("dermatographism"). In 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, abdominal distension and vaginal haemorrhage had resolved and the allergy to metals, mechanical urticaria, weight increased, tooth disorder, migraine and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, mechanical urticaria, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain abdominal pain, dysmenorrhea (cramping) , menorrhagia (heavy menstrual bleeding), weight gain, dental problems. Migraine, bloating ,dermatographism. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.967 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs received: event dyspareunia was added. Event onset dates were added. Event outcome of vaginal bleeding was updated from unknown to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 663256) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental operation, cesarean section and low back pain. Concurrent conditions included perineal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),menorrhagia"), allergy to metals ("nickel allergy"), mechanical urticaria ("dermatographism"), tooth disorder ("dental problems"), migraine ("migraine/headaches"), abdominal distension ("bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and abdominal distension had resolved and the allergy to metals, mechanical urticaria, weight increased, tooth disorder, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, mechanical urticaria, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain abdominal pain , , dysmenorrhea (cramping) , menorrhagia (heavy menstrual bleeding), weight gain, dental problems. Migraine, bloating ,dermatographism. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : following events were added : abnormal vaginal bleeding. Lot number added. Medical history and concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 663256) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental operation, cesarean section and low back pain. Concurrent conditions included perineal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),menorrhagia"), allergy to metals ("nickel allergy"), mechanical urticaria ("dermatographism"), tooth disorder ("dental problems"), migraine ("migraine/headaches"), abdominal distension ("bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and abdominal distension had resolved and the allergy to metals, mechanical urticaria, weight increased, tooth disorder, migraine and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, mechanical urticaria, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain abdominal pain , , dysmenorrhea (cramping) , menorrhagia (heavy menstrual bleeding), weight gain, dental problems. Migraine, bloating ,dermatographism. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), mechanical urticaria ("dermatographism"), tooth disorder ("dental problems"), migraine ("migraine") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and abdominal distension had resolved and the allergy to metals, mechanical urticaria, weight increased, tooth disorder and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, mechanical urticaria, menorrhagia, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain abdominal pain , , dysmenorrhea (cramping) , menorrhagia (heavy menstrual bleeding), weight gain, dental problems. Migraine, bloating, dermatographism. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to pelvic pain. New events: abdominal, dysmenorrhea (cramping) , menorrhagia (heavy menstrual bleeding), dermatographism, weight gain, dental problems. Migraine, bloating were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.